Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The international customer reported oxygen not available alarm was activated even when oxygen pipe was connected securely to the v60 vent. The alarm occurred around 3am. The unit was replaced with second v60. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
The unit was received at the international service center. The technician was unable to duplicate the occurrence of oxygen not available alarm was activated even when oxygen pipe was connected securely to the v60 vent. It was revealed in diagnostic mode that air flow sensor value was out of normal range and 'oxygen device failed' occurred. Gas delivery system (gds) was replaced and the problem was addressed.